Manufacturer narrative:
Additional information was received: it was reported that the device appeared to be loaded backwards during device preparation, but it is unknown if the device turned backwards during device preparation. It was reported that the catheter may have been pulled back and re-advanced by the person preparing the device, but the catheter rather than forming the curl shape was rotated. It was reported that the catheter was in the groove during device preparation. It was reported that there were no difficulties in positioning the graft that could be attributed to the catheter.

Event description:
It was reported that the indwelling catheter was facing the wrong way. There was no harm to the patient.

Manufacturer narrative:
Additional information was received: the device was inspected for damage prior to use. The discrepancy was noticed during the device preparation, although they are unsure if this occurred during preparation - the catheter may have been pulled back and readvanced by the person prepping the device. But the catheter rather than forming the curl shape was rotated. The catheter was confirmed to be within the groove during device preparation prior to insertion into the patient. There was there no difficulty positioning the graft that could be attributed to the catheter as the device was deployed fully without the up and over technique - as per the physician¿s plan. The catheter had no bearing on this. No images were provided. Review of the device history record for lot number ac115768 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of the instructions for use (IFU) supplied with the device found it to contain appropriate warnings, precautions, and instructions to the user, including: section 9.2 'inspection prior to use': - inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. Section 10.1 'zenith branch endovascular graft-iliac bifurcation preparation/flush' - 10.1.3. Remove the pre-loaded wire guide from the delivery system. - 10.1.5. Insert a suitable hydrophilic nitinol core wire guide, 0.018 inch (0.46 mm) or 0.035 inch (0.89 mm) compatible and 260 cm in length, into the pre-loaded catheter. A device evaluation could not be completed as the no part of the device nor photographic evidence of the device were returned for evaluation. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported event. The investigation concluded that the complaint device was manufactured to specification. A definitive root cause could not be determined from the investigation. However, from the information provided; it is possible that the user mishandled the device during preparation. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.

Event description:
It was reported that the indwelling catheter was facing the wrong way. There was no harm to the patient.

Event description:
It was reported that the indwelling catheter was facing the wrong way. There was no harm to the patient.